Event description:
It was reported during intra-aortic balloon (iab) therapy, an issue was reported in a patient using trp3546 who was motionless. The balloon position was observed to drop (towards the periphery). On further inspection, it was noted that the statlock could secure the device in two places; however, the shaft in the statguard section appeared to be bent. As a result, the balloon position required repeated checks and corrections. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions, component codes; h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.